Event description:
This report is being filed to provide analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. There was dried blood/body fluid in the tip of the lead therefore, the helix was not tested. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of microdislodgement.

Event description:
It was reported that this right atrial (ra) lead was implanted via persistent left superior vena cava. Shortly after implant, a microdislodgement was noted on the ra lead and the lead would no longer capture. Surgical intervention was done to explant and replace the ra lead. The procedure was completed successfully. No additional adverse patient effects were reported.